Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging a ventilator's flow guard was contaminated. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed, trash like dust was observed adhered to the portion of the air inlet path assembly and the air path foam. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.

Manufacturer narrative:
The manufacturer previously reported the incorrect information in section d9 (date returned to manufacturer should be 10/06/2021, but captured incorrectly as 06/29/2021), g3 (date received by manufacturer should be 07/19/2021, but captured incorrectly as 06/28/2021) and h4 (device manufacturer date should be 09/03/2013, but captured incorrectly as 08/27/2013).